Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a bleed and hemiplegia. Cause is unknown at time of report. Surgical implant went as expected with no immediate complications. An MRI was ordered. Results were not provided. During investigation, additional information was received that the cause was reported to be that the patient experienced severe hypertension several hours after surgery and it is believed to be due to failure to restart his anti-hypertensive medications. He remained in the hospital for medical control and observation. The event is resolved at time of report.